Manufacturer narrative:
Other applicable components are: product ID: 37092, serial# unknown, product type: accessory. Product ID: 37092, serial# unknown, product type: accessory. Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a poor communication screen. The patient programmer (pp) was not working since friday night and she was having accidents. An antenna was used and syncing with the implantable neurostimulator (ins) did not resolve the issue. It wouldn't do telemetry with or without the antenna attached. The pp poor communication and return of symptoms started (B)(6) 2016. The patient later reported that she received her replacement pp and it was working well and could get communication without the antenna but when she tried to use the antenna she was still not able to connect. The antenna was not working. An antenna replacement was sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient indicated that the patient programmer (pp) battery went dead, and when new batteries were put in they were able to get a response from the programmer with or without the antenna. However, it was then stated that the programmer works great but the new antenna doesn't work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.